Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at the third party service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported the ventilator's oxygen blending module board was replaced by a third party service center due to a service required alarm condition. During further investigation the device failed test steps during testing. The device's system board was replaced to address the issue.